Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, competitive atrial pacing issue was observed. It was recommended to perform retrograde testing to verify the absence of retrograde conduction and then performing programming changes. No further information is available.